Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the patient had a change of their synchromed ii (40 ml) in may of this year due to battery depletion. Since then, the dispensing of medication has no longer worked properly. The date 2024-may-01 is considered an approximate date of event (specific month and year known only). The patient has had increased pain. The pump indicates that it is empty, but in fact the reservoir was still half full. The physician punctured the side port and the catheter could be aspirated. It was further reported that therefore everything indicates that the pump implanted in may is defective. The healthcare provider was questioning what could be the reason. A new synchromed ii 40 ml pump was ordered but had not yet arrived.

Event description:
Additional information was received from a healthcare provider via a company representative. The physician indicated on (B)(6) 2025 that the patient was alright and the issue had been resolved with a new pump. The cause of the medication not dispensing properly / pump indicating it was empty but in fact the reservoir was still half full was unknown. Further information was requested including the patients age at the time of the event, serial number of the pump, pump implant date, pump explant date, and if the pump would be returned to the manufacturer were indicated as having been asked but was not answered by the healthcare provider.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.